Event description:
Caller reported a tandem mobi cartridge alarm, resulting in a blood glucose level that exceeded 500 mg/dl, though the specific value was displayed as "high." To address the high blood glucose, customer performed a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Tandem technical support confirmed the issue and arranged to replace the faulty pump. Caller was advised on the necessary steps to return the problematic pump using a pre-paid ups label and was informed of the procedure for receiving and using the replacement pump, which included instructions to put the old pump into storage mode prior to its return.